Event description:
Additional information was received from the physician on (B)(6) 2012. The physician stated that the syncopal events are not related to vns. They do not occur with stimulation and no interventions were taken to address. There were no causal or contributory programming or medication changes prior to the onset and the syncope is secondary to the patient's seizures in terms of medical history.

Event description:
Good faith attempts to obtain additional information regarding the patient's events of syncope were unsuccessful.

Event description:
In notes dated (B)(6) 2010, it stated that in (B)(6) 2010, the patient had a syncopal event. This occurred after the patient had given blood and was in a hot shower. She felt lightheaded before it occurred and appeared to be different from previous spells. In notes dated (B)(6) 2010, the md states that this spell may not have been truly a syncopal spell given the combination of factors that occurred before. The last spell was said to be in (B)(6) prior to the patient starting lincosamide. Settings were 2/20/250/30/0.5/2.5/60/250. While it appears that the syncopal events are the same one event in (B)(6) 2010 which appeared to be related to the patient giving blood, attempts will be made to clarify and confirm that these events are one in the same and are not related to vns.